Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. While suturing the patient's skin, the needle broke in half, leaving a piece embedded in the subcutaneous tissue. For this reason, a larger incision (2 cm) was necessary. The needle was then successfully removed, and the patient was sutured normally. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient status/ outcome / consequences: no attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Where did the needle break (tip, middle, swage area)? Was the patient¿s treatment altered in anyway due to this event? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Do you have any photos available for visual analysis? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? In which tissue structure was the broken needle located? What is the surgeon's opinion of the potential consequences for the patient? Please provide the source or title of external person providing answers to follow-up: